Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling of the device, caused damage to the image sensor unit. This damage could include disconnection or failure of components mounted on the electrical circuit board, such as integrated circuit chips and capacitors, which may have resulted to the subject event. However, olympus could not identify a definitive root cause of the event. The instruction for use states the inspection method associated with the event in " 3.8 inspection of the endoscopic system¿ chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope had an image failure while being used with a video system center. The issue occurred during preparation for use prior to an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.